Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, high impedance was observed on the rv lead. Programming changes were made and the patient is stable.

Event description:
The patient was originally experiencing high defibrillation impedance. Additional information indicates that the lead was exhibiting high pacing impedance and was capped (B)(6) 2019. The patient was stable following the procedure.